Event description:
A hospital reported via a fisher & paykel healthcare field representative that the complaint airvo2 device did not reach the set temperature of 37 degrees celsius at a flow setting of 50 liters per minute (lpm), as the device reportedly displayed 35 degrees celsius. The hospital reported that the settings were then changed to 37 degrees celsius with a flow setting of 30 lpm, which were achieved by the complaint airvo2 device. The hospital alleged that a tracheotomy cannula was occluded by patient secretion, while in use with the complaint airvo2 device to deliver humidification therapy. The patient was alleged to have difficulty breathing due to occlusion of flow caused by patient secretion. No further patient consequence was reported. The tracheotomy cannula was replaced with a new one and the patient was able to continue therapy.

Manufacturer narrative:
(B)(4). No fault was found with the complaint airvo2 device and we were not able to confirm the reported fault. We were unable to determine the cause of the reported event. The complaint airvo2 device was set up with an mr290 chamber, a heated breathing tube, and a tracheostomy interface. The complaint airvo2 device was performance tested in accordance with the product technical manual and passed all of the relevant performance tests. During our evaluation, the complaint airvo2 device was able to reach 37 degrees celsius at 50 liters per minute (lpm) when set to these parameters.

Event description:
A hospital reported via a fisher & paykel healthcare field representative that the complaint airvo2 device did not reach the set temperature of 37 degrees celsius at a flow setting of 50 liters per minute (lpm), as the device reportedly displayed 35 degrees celsius. The hospital reported that the settings were then changed to 37 degrees celsius with a flow setting of 30 lpm, which were achieved by the complaint airvo2 device. The hospital alleged that a tracheotomy cannula was occluded by patient secretion, while in use with the complaint airvo2 device to deliver humidification therapy. The patient was alleged to have difficulty breathing due to occlusion of flow caused by patient secretion. No further patient consequence was reported. The tracheotomy cannula was replaced with a new one and the patient was able to continue therapy.

Manufacturer narrative:
(B)(4). The complaint airvo2 device is currently in transit to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.